Event description:
Related manufacture reference number: 2017865-2024-33088. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacing system exhibited intermittent loss of capture and the right ventricular lead exhibited noise oversensing. Lead fracture was suspected. The pacemaker was explanted on (B)(6) 2024. The right ventricular lead was capped during the same procedure. The patient was in stable condition.